Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Investigation summary: one powerport slim attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture, deformation due to compressive stress and naturally worn as a circumferential split was noted approximately 3.5cm from the distal end of the cath-lock and a partial circumferential break was noted approximately 5.8cm from the distal end of the cath-lock. The edges of the circumferential split were jagged, with granular surfaces. The edges of the partial circumferential break were jagged, with both granular and rounded surfaces. The identified fracture is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and nine months post port placement, the catheter allegedly ruptured during CT angio injection. It was further reported that the patient had contrast extravasation from the port area and the port was removed from the patient. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device was returned for evaluation. The investigation of the reported event is currently underway. Expiry date (12/2021).

Event description:
It was reported that approximately one year nine months post port placement, the catheter allegedly ruptured during CT angio injection. It was further reported that the patient had contrast extravasation from the port area and the port was removed from the patient. The patient status was unknown.